Event description:
The customer reports a falsely increased clinical chemistry calcium assay result of 3.67 mmol/l (14.68 mg/dl) for one sample used in a precision/accuracy study. The sample initially tested at 2.56 mmol/l (10.24 mg/dl) and later retested again at 2.51 mmol/l (10.04 mg/dl). No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and found that the cuvette wash bellows contained a large amount of air infiltration ( bubbles). This was caused by the inlet water not being de-gassed by the external water vendor's unit. The water vendor was called and serviced the unit, which resolved the issue. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operation manual contains information to address the current customer issue. Based on the available information and results of the fse visit and the current evaluation, it can be concluded that the architect c8000 analyzer is operating as expected. A product malfunction was not identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).